Event description:
It was reported that the patient has not charged their ipg for an extended period of time, rendering the ipg inoperable. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.